Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) on the patient's right ventricular (rv) lead soon after the patient went waterskiing. Interrogation showed non-physiologic noise and short interval counts (sic) on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.